Event description:
Spontaneous, (B)(6), nurse coordinator who reports that on last day of infusion on (B)(6) 2022, home health rn was getting air in line and occlusion error messages that did not resolve with taking tubing off and on and re-priming. Home health rn finished infusion with gravity with no issues. Confirmed that we will send out new pump for patient. Per nurse coordinator, pt's next infusion dates are (B)(6) 2022. No further questions for rph. No adverse events or injury to patient reported. Unknown if patient has a back up device. Reported to (B)(6) by health professional.